Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user¿s dexcom g6 continuous glucose monitor (cgm) sensor pairing did not progress as expected after entering the sensor code, with the app returning to the start sensor screen instead of pairing; the user restarted the ilet and re-entered the code, after which the system proceeded into the pairing process. No adverse clinical symptoms reported. Outcomes included no impact on health and no alarms. User support included telephone-based troubleshooting and user education to restart the ilet and re-enter the sensor code. Investigation of this case revealed a delayed pairing between the ilet and the dexcom g6 transmitter during sensor startup, consistent with a transient connectivity or setup issue in the cgm communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication loss during pairing setup.